Manufacturer narrative:
The pump passed the self test. No external ram error alarm during testing noted. The pump gave an unexpected restart alarm after the battery change and time/date resetting due to a broken solder joint on the interface board. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer stated that the pump has been resetting itself up to twice a week and it props her to reset the time and day and rewind prime. The customer stated that the alarm occurred about 2 weeks ago. The customer stated that the resets are completely random. The customer was advised to perform a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer does not want to troubleshoot for the unexpected restart alarm. The customer will be sent a replacement pump.